Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Clip 50624u121 detached from one leaflet and remained attached to another leaflet. Clip 50624u113 possibly detached from the posterior leaflet and remains attached to the anterior medial leaflet and an unspecified subvalvular apparatus. Cds 50624u122 was removed and the clip was not implanted. The patient went into heart block and cardiac arrest. Cardiac surgery was not an option. A pacemaker was implanted and cardiopulmonary resuscitation was performed. The patient was stabilized and 2 additional mitraclips were implanted, reducing the mr to 2+ and stabilizing the 2 slda mitraclips. Post procedure, the patient went into cardiogenic shock. Medication was provided. On (B)(6) 2016, acute renal failure and acute respiratory failure occurred, treated with medication and mechanical ventilation. On (B)(6) 2016, the patient expired. There was no additional information provided. Concomitant products: steerable guide catheter, clip delivery system (x2). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other two clip delivery systems referenced are filed under separate medwatch report numbers.

Event description:
This report is filed on the first clip (cds 50624u121) because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. The patient went into cardiac arrest and expired post-procedure. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr), greater than or equal to grade 3+. One mitraclip (cds 50624u121) was implanted on the anterior 2 (a2) and posterior 2 (p2) leaflets. It is possible that this clip also grasped and was deployed on subvalvular tissue. A second mitraclip (cds 50624u113) was implanted adjacent to the first, possibly grasping tissue or chordae below the mitral valve, in addition to the leaflets. Per echocardiogram, it appeared that this clip attached to both anterior and posterior leaflets, however, it is possible this clip only attached to the anterior leaflet and posterior chordae but this could not be confirmed. A third mitraclip clip delivery system (cds 50624u122) was advanced and attempted to grasp leaflets, lateral to the previously implanted clips. The clip was unable to grasp the leaflets. During grasping attempt, as the clip was unlocked and opened, sleeve steering issues occurred in the left ventricle. The gripper line broke. During manipulations in the left ventricle at times it looked like the cds caught on some subvalvular apparatus and interacted with the two, previously implanted clips. Single leaflet device attachment occurred (slda) with the two implanted mitraclips.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the device damaged by another device appears to be related to the user error of the third clip interacting with the implanted clip, resulting in a single leaflet device attachment (slda) of the implanted clip. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of arrhythmia, cardiac arrest, renal failure, foreign body in patient, cardiogenic shock, respiratory failure, and death are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.